Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture and other capture issues were noted resulting in no sensing that affected device function. Additionally, the rv lead exhibited undersensing resulting in unnecessary pacing. It was further noted that the rv undersensing signals appeared to the far field r-waves and that the rv undersensing was resetting the ventricular tachycardia (vt) counter and delayed detection. The r-wave amplitude trend was diminishing. It was also noted that the implantable cardioverter defibrillator (ICD) possibly misclassified atrial fibrillation (af) with rapid ventricular response for vt. The ICD and lead remain in use. No patient complications have been reported as a result of this event.